Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 24feb2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient developed urinary retention issues several days after the procedure. The physician confirmed that the gel was in the correct place and the markers were in correct location. The patient was then scoped to ensure there were no blockages in the urethra, and found none. The patient has also been suffering from benign prostatic hyperplasia (bph) issues. The patient was prescribed with self-catherization. On (B)(6) 2021, the patient completed his radiation therapy. Patient also developed an infection, a big retro prostatic abscess, septic post radiation, and was hospitalized.